Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: the patient was scheduled to receive 1000 ml of normal saline over a period of 5 hours, administered at a rate of 200 ml/hr. The IV fluid was initiated at 0900 at the same rate. At 1000, the nurse started the infusion of fludarabine, with a volume of 100 ml to be delivered over 30 minutes. The rate for the secondary infusion was set to 200 ml/hr for the fludarabine. To ensure the patient received two hours of normal saline prior to the administration of cyclophosphamide, the cyclophosphamide infusion was initiated at 1130, with a volume of 330 ml to run over 1 hour. This was configured on the secondary setting for cyclophosphamide. The cyclophosphamide infusion was expected to conclude at 1230, while the normal saline was projected to finish at 1530, based on the primary rate of 200 ml/hr. Upon the nurse's entry to the room to discontinue the cyclophosphamide, both the primary and secondary infusions had been completed. The pump has been sent for inspection.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Test result(s): [ ] defect confirmed [x] defect not confirmed due to no return of physical sample.